Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The device was programmed to off pending revision surgery due to suspected lead discontinuity. The pt underwent revision surgery approximately one month after the high lead impedance condition was discovered. Both the lead and generator was explanted. At the time of explant surgery, the surgeon indicated that the pt's vagus nerve was dilated and expanded and that there was an encapsulated abscess around the vagus nerve with signs of infection. It was reported that the surgeon observed a discontinuity at the lead electrode upon explant of the lead. The pt reportedly experienced hoarseness and upper respiratory illness approximately one month before the high imepdance condition was discovered; however, device diagnostic testing at that time was within normal limits, indicating proper device function. Treating physician believes that the abscess may have been caused by an allergy to the device. Visual inspection and electrical testing of the concomitant device (pulse generator) did not reveal any anomalies that would adversely affect device performance.

Manufacturer narrative:
Vns therapy system labeling lists foreign body reaction to implants, including possible tumor formation, as a potential adverse event possible associated with surgery or stimulation. A majority of the explanted lead assembly was not returned for analysis. Only the electrodes, electrode bifurcation area, and a small portion of the lead body were returned. A discontinuity of the electrode, as was reported by the surgeon, was not observed; however, visual inspection vealed that a portion of the quadfilar coil between the detached negative electrode and the electrode bifurcation had dissolved within the inner silicone tubing. The end of the inner silicone tubing appears to be torn in the area of the dissolved coil wire, which may have resulted in the coil wire coming into contact with body fluids and subsequently dissolving in the presence of current flow. The cause of the apparent insulation tubing failure and subsequent coil wire failure has not been ascertained. The coil wire breakdown was the cause of the high lead impedance test results.